Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension, upn: (B)(4), model: sc-3138-35, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads: upn: (B)(4), model: sc-2138-70, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads, upn: (B)(4), model: (B)(4), serial: (B)(4), batch: (B)(4). Product family: scs-extension, upn: (B)(4), model: sc-3138-35, serial: (B)(4), batch: (B)(4). The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that on (B)(6) 2019, the patient experienced an onset of discomfort, heat and signs of inflammation at the ipg pocket site. The inflammation was relieved when the patient applied cold to the area. In the following weeks, the discomfort and inflammation gradually spread to the back and cervical areas, which are the tunneling pathway from the ipg site to the epidural space. The patient experienced discomfort when stimulation is off or on. On (B)(6) 2019, the physician observed inflammation in the tunneling pathway, ipg pocket site, middle back area, and left cervical area. The physician is unsure of the cause and assessed that the event is a late infection, confirmed to be a serratia infection. It was also noted that the patient experienced a loss of stimulation from the right lead which displayed high impedances. The patient underwent a system explant procedure due to the infection and was administered antibiotics. The patient is doing well postoperatively.